Manufacturer narrative:
Visual inspection has shown that the products in lot 2000399465 have a sweeper tip instead of a backflush tip. All other parts of the instruments in lot 2000399465 are correct. The faulty tip was caused by a production error. A field safety corrective action was initiated to withdraw all products of the affected lot from the market and replace them with the correct assembled products. The total lot contained (B)(4) products ((B)(4)). Products of the lot were distributed to dorc distributors in (B)(4). The remaining 2 sets were in stock and blocked for distribution. A field safety notice was sent to the customers in (B)(6), the products distributed in the (B)(4) were withdrawn following the complaint (B)(4). All distributed products were returned to dorc. A design history review was performed. No deviations were found in the process and the used articles. To prevent recurrence, an awareness training for production staff involved in the affected lot was performed.

Event description:
Upon opening the packet and extending the tip, the product was found to have the incorrect tip on it.